Event description:
There is a crack underneath the catheter hub. The catheter was repaired with a repair set. No part of the device remained inside the pt. The pt did require add'l procedures due to this occurrence: repairing the tpn catheter with a repair set. The complainant did not report any adverse effects on the pt due to this occurrence.

Manufacturer narrative:
Event is still under investigation.